Event description:
Radiation therapy treatment plans with 2 separate targets for a pt were created with a non-brainlab treatment planning system. These targets were imported into the brainlab exactrac 5.5 system, used for the positioning of the pt at the linear accelerator. Prescribed/intended was a breast boost field technique with 16 fractions of 266 cgy to tangential fields, and 5 fractions of 266 cgy to the boost target volume. According to the hosp: the treatment fields and radiation dose of 266 cgy of one of the boost volume dose fractions were delivered to the target of the tangential fields (about 5cm distance from the intended boost target), thus outside the intended treatment volume. This resulted in an unintended additional dose of 266 cgy to the pt's lung. No negative effects are expected for this pt. The lung dose is still well within tolerance. The fraction to the boost volume was repeated to the correct target, in order to deliver the intended allover dose to the treatment target.

Manufacturer narrative:
According to the hosp: the treatment fields and radiation dose of 266 cgy of one of the boost volume dose fractions were delivered to the target of the tangential fields (about 5cm distance from intended boost target), thus outside the intended treatment volume. This resulted in an unintended additional dose of 266 cgy to the pt's lung. No negative effects are expected for this pt. The lung dose is still well within tolerance. The fraction of the boost volume was repeated to the correct target, in order to deliver the intended allover dose to the treatment target. The comprehensive investigation by brainlab regarding the brainlab device involved is currently ongoing and brainlab conclusions are pending. Brainlab plans to issue a f/u report to the FDA upon completion. There is no other report by any other hosp known to brainlab, where within such a workflow scenario a mix-up of targets at pt treatment with exactrac involved would have occurred.